Manufacturer narrative:
Investigation result of stent partially deployed. An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the delivery system had no distal tip and was minimally deployed. During product analysis, the investigator was able to identify a severe bend at the distal end of the catheter and it was impossible to deploy the device further as significant catheter bowing was noted during the deployment attempt. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial covered stent was to be used to treat a 4cm malignant stricture in the left main bronchus during a bronchoscopy procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous but had been dilated prior to stent placement procedure. During the procedure, the physician began to deploy the ultraflex tracheobronchial covered stent but was unsuccessful as it was not possible for the delivery catheter to cross the lesion. The physician then removed the ultraflex tracheobronchial stent out of the patient and altered the product by cutting around 5mm of the distal tip of the delivery system. Upon the attempt to reinsert the altered ultraflex tracheobronchial covered stent, it was able to successfully cross the lesion but the stent failed to deploy at all. The stent was removed fully constrained on the delivery system. The procedure was completed by using another ultraflex tracheobronchial covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed MDR reportable based on investigation results of stent partially deployed.